Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for arachnoiditis and post laminectomy pain. The patient reported the battery came out of the pocket so they chose to replace it since it was due to die out over the next year. No further complications were reported/anticipated.